Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional information regarding the event, product, or patient details was requested of the reporter by allergan; no additional information is available. Device labeling: connective tissue diseases include diseases such as lupus, scleroderma, rheumatoid arthritis, and fibromyalgia. There have been a number of published epidemiological studies which have looked at whether having a breast implant is associated with having a typical or defined connective tissue disease. The most recent of these concluded that the weight of the evidence did not support a causal association between implants and definite or atypical ctd. The study size needed to conclusively rule out a small risk of connective tissue disease among women with silicone gel-filled implants would need to be very large. The published studies taken together show that breast implants are not significantly associated with a risk of developing a typical or defined connective tissue disease. These studies do not distinguish between women with intact and ruptured implants. Only one study evaluated specific connective tissue disease diagnoses and symptoms in women with silent ruptured versus intact implants, but the study was too small to rule out a small risk. Literature reports have also been made associating silicone breast implants with various rheumatological signs and symptoms such as fatigue, exhaustion, joint pain and swelling, muscle pain and cramping, tingling, numbness, weakness, and skin rashes. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms in women with silicone breast implants. Having these rheumatological signs and symptoms does not necessarily mean that a patient has a connective tissue disease; however, you should advise your patient that she may experience these signs and symptoms after undergoing breast implantation. If a patient has an increase in these signs or symptoms, you should refer your patient to a rheumatologist to determine whether these signs or symptoms are due to a connective tissue disorder or autoimmune disease.

Event description:
Patient reported being having a "connective tissue disease." Side unspecified, this record is for the left side. No treatment or surgical reoperation has occurred. Device remains implanted. See MFR # 9617229-2017-00533 for the right side.